Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot numbers are as follows: d4. Medical device lot #: 4166334. D4. Medical device expiration date: 30-jun-2025. H4. Device manufacture date: 14-jun-2024. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device lot #: 4137980. D4. Medical device expiration date: 31-may-2025. H4. Device manufacture date: 16-may-2024. D4. Unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, an unspecified number of tubes contained foreign matter (fm) or an additive abnormality (white mass-like additive abnormality). There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Device available for evaluation: yes. H3. Device eval by manufacturer? Yes. D9. Returned to manufacturer on: 13-feb-2025. Investigation summary: bd received 50 samples and 6 photos for investigation related to lot numbers 4102173, 4137980, and 4166334. The visual inspection of the samples and evaluation of the photos revealed large droplets of additive on the inside wall of the tubes, differing from the typical dot pattern expected for this tube type. Additionally, the presence of foreign material (fm) was noted both outside and inside the tubes, characterized by black and white particles. Another observation was embedded fm in the tube sidewalls, appearing as black specks. This embedded fm is considered a cosmetic defect, often resulting from resin colorant or resin adhering to the interior of the mold core during production starts or restarts after maintenance. The exact causes for the customer¿s reported failure modes could not be determined. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for: additive abnormality, foreign matter - non-biological and molding defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, an unspecified number of tubes contained foreign matter (fm) or an additive abnormality (white mass-like additive abnormality). There was no health impact or consequences reported.